Event description:
It was reported that the surgeon was doing a t2 humeral nail and that, while performing the proximal locking, after inserting a oblique screw, an attempt to drill a proximal transverse screw was done and the drill bit seemed to have broken. The piece remains in the humeral head. No further effort was made to retrieve and there was no adverse consequence or extended or time.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. Device discarded by customer.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the surgeon was doing a t2 humeral nail and that, while performing the proximal locking, after inserting a oblique screw, an attempt to drill a proximal transverse screw was done and the drill bit seemed to have broken. The piece remains in the humeral head. No further effort was made to retrieve and there was no adverse consequence or extended or time.